Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "Sending in for repair the alarm does not sound". The following add'l info concerning the event was copied from a letter from the user facility that was in response to a letter sent by cardinal health seeking add'l info. "Biomed check blender on 60%. Air connected, o2 disconnected= no alarm. Air not connected, o2 connected = no alarm".

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. The following info concerning the eval of the device is a summary of the info documented by the cardinal health service dept tech. The cardinal health service dept. Tech evaluated the device and determined that the root cause of the reported event as a faulty alarm reed plate. Unrelated to the reported event the cardinal health service dept tech determined that the device had not been overhauled since 2004 and thus was over due for an overhaul. Cardinal health recommends that the device be overhauled every 2 yrs. The cardinal health service dept tech replaced the affected component and performed a complete overhaul of the device which included a complete calibration and testing to ensure that it meets all factory specs. Upon completion, the device was returned to the user facility ready to be placed back into service. No component or system has been identified thus this is considered to be an isolated incident.